Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A revision surgery was performed, in which the cuff was replaced. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced mild improvement of incontinence leading to the surgery due to the cuff being too large. The patient did not experience any further adverse events. No more information available at the moment. Should additional information become available, it will be provided.